Event description:
Event description guidant received information that the tachy mode for this implantable cardioverter defibrillator (ICD) had been programmed off for a surgical procedure and was not turned back on appropriately. It was reported the representative was going to send in a save-to-disk in order to determine when the device was programmed off. The representative confirmed that the device tachy mode monitor + therapy was turned back on accordingly.